Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 51.0-51.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these location.

Event description:
This report is to advise of an event observed during analysis.